Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non sustained lead noise due to post-paced t wave oversensing was observed via a merlin.net transmission. The device was reprogrammed and successful dft testing was performed. The patient condition was fine.